Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported device damaged by another device (dislodged) appears to be related to procedural condition and the reported migration was a cascading effect of the device damaged by another device. A cause for the reported poor image resolution cannot be determined. The reported patient effect of worsening tr appears to be related to the migration. Tr is listed in the instructions for use as a known possible complication associated with triclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no additional intervention/treatment was provided. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 5 functional tricuspid regurgitation (tr) and horizontal heart for a triclip procedure. During the procedure, imaging was difficult. First triclip was implanted successfully at anterior septal leaflet. During deployment of second triclip, difficulty was encountered while inserting clip over clip introducer. Troubleshooting was performed and was successful. Leaflets were grasped and the clip was deployed. First triclip was observed to be dislodged from anterior leaflet after deployment of second triclip. An attempt was made to retract the second triclip from the anatomy. Difficulty was encountered while retracting clip through steerable guide catheter(sgc) as both the grippers were unable to lower completely. A tissue was observed on the clip at the back table. The tr increased to grade 5 post procedure. Patient was in stable condition. There was no clinically significant delay.